Event description:
Information received indicates the bed has no power.

Manufacturer narrative:
The technician found the solder on the power control module where the power cord attaches was loose. The technician replaced the power control module to repair the bed.